Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having difficulties with the insulin pump. A couple of months ago the device delivered too much insulin. Whenever the device alarms low reservoir, the customer is unable to clear the alarm; the customer has to remove the reservoir and manipulate the insulin pump to clear the alarm. The customer's blood glucose was unknown. Also, the bolus wizard was estimating too high intermittently. Troubleshooting was performed. The food bolus was programmed incorrectly. Unable to check the bolus history because the customer had not delivered bolus. The customer stated that the insulin pump times out and asked for suggestions on how to prevent this from happening. Assistance was provided. Also cleared low reservoir alarm. Nothing further was reported.